Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-13999mff, fastpass scorpion sl-mf with flushport, batch number 15208920, was received for investigation. Functional testing revealed that the jaw does not close completely (see evaluation picture 3) due to a loose shaft. The most likely cause for the reported failure can be attributed to wear and tear resulting from repetitive use of the device. Upon visual inspection, it was observed that the device shows signs of metal surface oxidation at the distal end (see evaluation picture 4 + 5).

Event description:
It was reported that during a rotator cuff repair surgery the grasping jaw did not close properly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.